Event description:
Event was originally reported to MFR on 06/01/06. Event was re-evaluated and determined to be reportable upon receiving additional info from source on 06/20/06. Surgeon states the suture falls out (comes out) of anchor once implanted. Three other anchors were placed in the pt's glenoid. The surgery was delayed 2 hours, but no adverse consequences with the pt were reported. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to the event. This lot met its non sterile incoming pull test and no other complaints for this part/lot number combination have been reported. The implant was not returned for eval. Several different things can cause the suture to break; from a sharp instrument to applying excessive force when pulling, tying or sliding the knots. The cause of this event cannot be determined without device eval.